Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing white display and rf processor failed self-test. The customer¿s blood glucose level was 176 mg/dl. Customer reported display was flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No pump error alarm and no missing segments/partial display during testing.